Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in clinic for normal follow up. Device was interrogated multiple times with same error message appearing. The segms were cleared through engineering test page (etp) allowing the device to be interrogated. Patient will continue to be monitored. Patient condition is fine after event.